Event description:
It was reported that the spinal cord stimulation (scs) patient was seen for a routine follow-up appointment and high impedance readings were discovered in two locations of the lead. Additionally, the patient exhibited symptoms of paralysis however, there was no causal relationship of the patients paralysis symptoms with stimulation turned on or off. The patient remained under observation. Further details were unable to be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6). Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial/ batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient was seen for a routine follow-up appointment and high impedance readings were discovered in two locations of the lead. Additionally, the patient exhibited symptoms of paralysis however, there was no causal relationship of the patients paralysis symptoms with stimulation turned on or off. The patient remained under observation. Further details were unable to be obtained. Additional information was provided that the patients scs system exhibited an increased number of high impedance readings on five of the contacts of the right sided lead. No additional course of action has been taken nor planned. Additional information was provided that the patient underwent a revision procedure during which the leads and implantable pulse generator (ipg) were explanted and replaced with non-boston scientific devices so that the patient may have a magnetic resonance imaging (MRI) scan. MRI was not available to the patient previously due to the high impedances on the lead. Additionally, the patient had fallen onto the ipg site after which they had severe pain in that area. Furthermore, the patient believed the ipg turned off intermittently without use of the remote control. However, the physician assessed that the patient suffers from mental illness and believed there were no issues with the ipg prior to its explantation. There were no reported patient complications postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics and passed visual and functional testing. Additionally, all impedance measurements were within the expected range on all ports. A labeling review was conducted which determined that lead breakage, hardware issues, loose connections, and electrical issues can result in ineffective pain control and are known risks associated with the use of the scs device, as documented in the instructions for use (IFU). Correction to h6: patient codes and devices codes. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080705. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 556876.

Event description:
It was reported that the spinal cord stimulation (scs) patient was seen for a routine follow-up appointment and high impedance readings were discovered in two locations of the lead. Additionally, the patient exhibited symptoms of paralysis however, there was no causal relationship of the patients paralysis symptoms with stimulation turned on or off. The patient remained under observation. Further details were unable to be obtained. Additional information was provided that the patients scs system exhibited an increased number of high impedance readings on five of the contacts of the right sided lead. No additional course of action has been taken nor planned. Additional information was provided that the patient underwent a revision procedure during which the leads and implantable pulse generator (ipg) were explanted and replaced with non-boston scientific devices so that the patient may have a magnetic resonance imaging (MRI) scan. MRI was not available to the patient previously due to the high impedances on the lead. Additionally, the patient had fallen onto the ipg site after which they had severe pain in that area. Furthermore, the patient believed the ipg turned off intermittently without use of the remote control. However, the physician assessed that the patient suffers from mental illness and believed there were no issues with the ipg prior to its explantation. There were no reported patient complications postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient was seen for a routine follow-up appointment and high impedance readings were discovered in two locations of the lead. Additionally, the patient exhibited symptoms of paralysis however, there was no causal relationship of the patients paralysis symptoms with stimulation turned on or off. The patient remained under observation. Further details were unable to be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7080705.

Event description:
It was reported that the spinal cord stimulation (scs) patient was seen for a routine follow-up appointment and high impedance readings were discovered in two locations of the lead. Additionally, the patient exhibited symptoms of paralysis however, there was no causal relationship of the patients paralysis symptoms with stimulation turned on or off. The patient remained under observation. Further details were unable to be obtained. Additional information was provided that the patients scs system exhibited an increased number of high impedance readings on five of the contacts of the right sided lead. No additional course of action has been taken nor planned. Additional information was provided that the patient underwent a revision procedure during which the leads and implantable pulse generator (ipg) were explanted and replaced with non-boston scientific devices so that the patient may have a magnetic resonance imaging (MRI) scan. MRI was not available to the patient previously due to the high impedances on the lead. Additionally, the patient had fallen onto the ipg site after which they had severe pain in that area. Furthermore, the patient believed the ipg turned off intermittently without use of the remote control. However, the physician assessed that the patient suffers from mental illness and believed there were no issues with the ipg prior to its explantation. There were no reported patient complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).